Manufacturer narrative:
A ge service representative performed an onsite investigation. The in-house biomedical technician evaluated and reseated the connections to the control panel. No further information was received regarding the outcome of the event. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.